Event description:
It was reported during an atrial fibrillation case, a transseptal procedure was performed. The physician started with the brk extra long needle but didn't like the way it was handling as he's not used to using this model. It was switched out for a brk-1 needle but this again was not a model that the physician would normally use. He prefers the brk needle (model 407200). During the transseptal procedure, the pt went into cardiac arrest. Blood pressure dropped. An echo was performed and confirmed a pericardial effusion. A pericardial tap was performed and the pt was stable after the procedure. The case was aborted and the pt was sent to recovery. The products were disposed off by the hosp. The physician did not attribute the pericardial effusion to the brk needles but rather a complication of the procedure.

Manufacturer narrative:
The device was not returned for eval and review of the device history record was not possible as the lot number is unk. The cause for the reported cardiac arrest, drop in blood pressure and pericardial effusion remain unk. It should be noted that the physician did not attribute the pericardial effusion to the brk needles but rather a complication of the procedure. (B)(4)